Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00378.

Event description:
It was reported that the replaceable tip of a right coronal bender came off during surgery. The procedure was able to be completed using the same devices without reported patient impacts.this is report one of two for this event.

Manufacturer narrative:
The returned bender was evaluated. A visual inspection did not detect any signs of damage. A functional evaluation found that the devices connects with the mating tip, however, they disconnect with minimal force. The cause is likely attributed to wear from repetitive usage. A review of the DHR did not detect any issues which would have contributed to this event.